Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The bios were reset and the batteries were replaced as a precaution during the service call. The system was tested and found to be working as intended and put back into service.